Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 409 mg/dl at the time of the incident. The customer was at 407 mg/dl at the time of admission. The customer used the pump, manual injections, and was given fluids to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller reported pump physical damage. Troubleshooting was not completed as the customer declined. The customer had been blaming their issues on bad sites. The customer was having highs and lows. The customer had a low of 40 mg/dl on the same day as the high. The customer reported reservoir damage after use. The customer stated one of the sides would be broken off, but the reservoir is usually secure. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment and minor scratched lcd window. (B)(4).